Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Found stylet remaining inside the patient's body. On (B)(6) 2012, PICC placement procedure was performed. Since the initial injection via the placed PICC, dripping difficulty was observed so that the user infused using pump. However, one day the difficulty resolved. On (B)(6) 2012, stylet was detected by imaging check. The stylet was removed at radiology department.